Event description:
It was reported that the patient experienced ineffective therapy due to lead fracture. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. During the procedure, it was noted that the lead had fractured at the anchor site. Effective therapy was restored post op. The reported lead was discarded.

Manufacturer narrative:
Date of event is estimated. Date of implant is estimated. The lead was implanted in 2025. Exact date of implant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.